Manufacturer narrative:
(B)(4). Batch number: r5883j. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete, and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Yes, it was closed on tissue. How the device was opened I do not know, I have emailed the surgeon for clarification of how he got it off the tissue.

Event description:
It was reported that during an unknown procedure, ats45 was fired on sigmoid colon and once firing sequence was completed the stapler wouldn¿t open. It is unknown how the case was completed. There were no patient consequences reported.